Event description:
While performing routine check on fecal management system (fms), the inflation valve dislocated from the fms drainage tubing and the 45ml of inflation fluid leaked out onto a pad in the bed. Fms was removed and a new one was placed with no problems.